Event description:
The facility reported a pump with an unknown recall error. It is unknown when this occurred or if there was any patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 08 2007. Evaluation summary: the reported condition of an unknon recall failure code was confirmed. Inspection of the device found that the failure code that occurred was failure code 703. This failure code was caused by a defective user interface module printed circuit board. This part was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.